Event description:
Customer's caregiver reported being unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion despite charging. Caller further reported that on (B)(6) 2019 customer experienced "high heart beat, was disoriented, and body was shutting down" and was unable to self-treat. Customer was seen at the hospital where he was treated with glucose drips and ECG was performed. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The model no. Was incorrectly captured as 71940-01 and has been updated with 71938-01.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported being unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion despite charging. Caller further reported that on (B)(6) 2019, customer experienced "high heart beat, was disoriented, and body was shutting down" and was unable to self-treat. Customer was seen at the hospital where he was treated with glucose drips and ECG was performed. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's caregiver reported being unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion despite charging. Caller further reported that on (B)(6)2019, customer experienced "high heart beat, was disoriented, and body was shutting down" and was unable to self-treat. Customer was seen at the hospital where he was treated with glucose drips and ECG was performed. Based on the information received, there was no report of death or permanent impairment associated with this event.